Event description:
Caller reported cartridge alarm 29 but it did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer experienced consecutive cartridge alarms, which led cts to replace the pump. Customer was advised to use mdi as a backup therapy for insulin delivery and received instructions on returning the problematic pump. A replacement pump was sent to the customer with further instructions for storage and return procedures.